Manufacturer narrative:
Method: the device was discarded and an eval was unable to be performed. A review of the device history record (DHR) was conducted for the lot number provided. Results: the device meet all mfg specs at release, there were no special conditions or re-works. As no testing methods were performed no further results will be obtained. Conclusions: despite multiple attempts made without success further info was not obtained regarding the reported incident. As the device was discarded, I-flow will conduct further investigations with the reported info. If add'l info pertinent to this event becomes available, I-flow will submit a f/u report. (B)(4). Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: not applicable. Flow rate: not applicable. Procedure: unk. Cathplace: abdomen. Event as described per (B)(4) received: "nurse was pulling empty pain ball from abdomen. Anterior catheter came out without any problems. While pulling posterior catheter, however, catheter broke off, leaving most of the catheter tip inside the pt. Minimal resistance was felt while taking catheter out. Marked catheter site, covered with a dry dressing and informed the physician." Add'l info received (B)(4) 2014: the device was discarded. Add'l info received (B)(4) 2014: no further info has been obtained as the hosp is unwilling to release any further info. Contacted our sales rep to obtain further info and was unsuccessful as it is against their (hosp's) policy.